Event description:
The customer reported a leak from the probe of the coulter lh 500 hematology analyzer when running the instrument in manual mode. The volume of the leak was about 3 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that solenoid valve lv17 was not functioning. The fse replaced the solenoid valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).